Event description:
On 2 occasions, while priming, insulin has leaked inside of the device's cartridge compartment. No error messages were generted by the device. Pt's blood glucose was not affected and no treatment was received.